Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera system malfunctioned, with no image display. Timely detection prevented any harm to the patient. On (B)(6) 2025, a patient underwent laparoscopic bilateral adnexectomy. During the preoperative preparation phase, the equipment connection and self-test were both normal. However, after the trocars were placed intraoperatively and the camera system was turned on, screen flickering and failure to display images occurred. The surgery was not interrupted at any point, and no adverse effects were incurred by the patient. No negative impact in state of health reported.